Event description:
It was reported that in order to control the patient¿s parkinson¿s disease tremors stimulation had to be turned up high but that resulted in the patient barely being able to speak. The patient slurred like he was drunk and had choking issues. The patient was never able to go off medication as he had been promise prior to surgery. The patient had changes in behavior after surgery also. The healthcare professional had been treating the patient for depression as well. It was noted that the patient had lost his job after surgery and the patient¿s father had bipolar issues. The deep brain surgery had been in 2010. It was later reported that the patient had an appointment scheduled on (B)(6) 2015 following the date of this report. The patient¿s wife was concerned about the patient¿s safety. The patient had depression since the original implant, he was on 2 depression medications which had made him suicidal. The depression continually gets worse each time they had increased the 2 oral medications. The patient had also developed behavioral changes which included obsessive compulsive disorder, hermit, reclusive, paranoia, delusions, insensitive, no filter when he speaks to people, domineering, rage issues especially when driving, and violence. The patient has also broken things and broken his own ribs in one of his rage fits while breaking things. The patient was aggressive with his children. The patient had moved out of the house and would not speak to his wife. The patient had always been loving, kind and respectful but all that had gradually begun to change since the deep brain stimulator was originally implanted but specifically when oral depression medication was introduced. The behavioral changes had been accelerated over the past 6 months prior to the date of this report. Per the manufacturing representative, the patient was not doing well and was more depressed but had had great success with the therapy and never had any issues. The patient had been seen on (B)(6) 2015 and had noted that the patient was depressed over his two children getting a divorce but other than that the deep brain stimulator was working and the patient was happy with the system. The healthcare professional had t thought he looked pretty good.

Manufacturer narrative:
Product ID 3387s-40, lot# v479548, implanted: 2010 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v479548, implanted: 2010 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that the patient¿s behavioral changes, speaking and choking had nothing to do with their deep brain stimulator. It was noted that it was being handled in a different manner.

Manufacturer narrative:
(B)(4).